Event description:
It was reported there right ventricular (rv) coil impedance had increased to greater than 200 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.